Event description:
It was reported that the patient's catheter was fractured. A catheter revision was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.